Manufacturer narrative:
Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of absence of treatment.

Event description:
It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheter was used during a cholangioscopy procedure in the main bile duct for the treatment of stones on (B)(6) 2025. During the procedure, the light on the scope turned off, despite being switched on via the controller button. Attempts to switch it back on were unsuccessful. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.